Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 309657, batch no: 0297640. Recently our surgeons have noticed a difference in the way the syringe glides when inserting the tissue. They have identified an ¿older¿ 3ml bd syringe as being one that glides easily and assists them with surgery. The newer ones we have been getting seem to stick or be more sticky when they are wanting a smooth glide for the tissue insertion.

Manufacturer narrative:
H.6. Investigation: photos received for investigation, the top two photos were sent for comparison lot number 0297640. Analyzing the two additional photos with lot # 0253514, it is not possible to observe the reported defect, physical samples are necessary to conduct an evaluation. The resistance that occurs when moving the plunger may originate from a lack or low content of medical grade silicone in the product, however during the manufacture of the product no quality event was documented, on the other hand during the final inspection of the product the test " silicone content¿ was complying. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 309657, batch no: 0297640. Recently our surgeons have noticed a difference in the way the syringe glides when inserting the tissue. They have identified an ¿older¿ 3ml bd syringe as being one that glides easily and assists them with surgery. The newer ones we have been getting seem to stick or be more sticky when they are wanting a smooth glide for the tissue insertion.